Manufacturer narrative:
(B) (4). Method: the returned rt132 infant breathing circuit kit was visually inspected for a missing connector. Results: the investigation confirmed that only one adaptor was assembled to the pressure line of the breathing circuit. The said pressure line should have two adaptors. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that one of the pressure line adaptors was omitted during the assembly process. The new standard operating procedures (sops) have been put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B) (4).

Event description:
An original equipment MFR (OEM) (B) (4) reported that a connector was missing from an rt132 infant breathing circuit kit. This was noticed during the assembly process. No pt consequence was reported.